Event description:
It was reported that during an unknown procedure the device did not function correctly. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade lower tip broken off and not returned. In addition, the lower jaw I-blade channel was damaged. The device was connected to the generator and it was recognized. Because the I blade and jaw were damaged not all functional testing could be performed with the generator. The condition of the device prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade and jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.